Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced groin pain and developed a pseudoaneurysm. A stent was placed along with pressure. The hospitalization stay was extended. The case had already been completed with cryo. No further patient complications have been reported as a result of this event.